Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 489 mg/dl at the time of incident and the current blood glucose level was 289 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and shots for high blood glucose and she gave insulin with an injection to treat but she did not think insulin was coming through the tubing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they used auto mode feature at time of high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.